Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer the lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after placement of an endovascular stent graft, the distal tip of the delivery system detached during removal. A snare was used to retrieve the detached tip. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the delivery system was returned in two segments. The safety clip was missing upon receipt of the sample. The tuohy borst adapter was loose and the two-way stop cock was not returned for evaluation. The stent graft was found to be released and was not returned with the delivery system. A portion of the distal end of the inner catheter including the atraumatic tip was torn off from the delivery system and measured 74 mm in length. A kink in the inner catheter portion of detached segment was noted 1.5mm proximal to marker band. The second segment returned contained the rest of the delivery system. The outer catheter was noted to be twisted 16.9cm from the strain relief. No other anomalies were noted to the returned delivery system. Functional/performance evaluation: no functional testing was performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for detachment, as a portion of the inner catheter including the atraumatic tip was returned separated from the rest of the delivery system. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.